Event description:
The customer reported that there was no image on the monitor when the fluoro button was pressed.

Manufacturer narrative:
The ge service re repaired a video wire in the interconnect connector. The image appears on monitor satisfactory at this time.